Event description:
It was reported via repair work order that the fowler was stuck in an elevated position and could not be lowered due to malfunction skootcher/fowler potentiometer assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.